Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the cable of an endostat foot switch was damaged. It is unknown if there was a patient or procedure involved in this reported incident. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.